Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 325cc saline breast prosthesis, cat. #3502650, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 325cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 06/20/2018, mentor completed the investigation on the suspect medical device. The device contained no fluid upon receipt by mentor. White material was observed within the device. White and brown material were observed on the shell surface. The product evaluation (pe) team¿s visual examination of the device revealed a rent measuring approximately 0.3 cm on the posterior aspect. Leak testing was performed in accordance with mentor procedures and one additional leakage was discovered at valve. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and valve leakage occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution) . External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102). Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101). Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902). Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since two leakages were found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Based on the information provided and the results of the laboratory examination of the device, pe was not able to determine when the rent was introduced into the valve of the device. At this point it is not possible to determine the origin of the white and brown materials observed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and valve leakage occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).